Manufacturer narrative:
(B)(4).

Event description:
Additional background information was received regarding the event. The healthcare professional (hcp) reported on (B)(6) 2015 that the ins was "definitely" helping the leg pain, and as predicted, it was not helping with their back pain (increased back pain). The patient was taking pain medication principally for the back pain and stated that it helped but was still getting breakthrough pain which was their biggest issue. It was also noted that the patient presented to the hcp's office on (B)(6) 2014 for back pain. On (B)(6) 2014 the patient represented to the hcp for low back pain with numbness. The patient presented to the hcp on (B)(6) 2014 with paresthesia to the hands. On (B)(6) 2014, the patient underwent an x-ray of the chest (single frontal view) with the results reported as no significant abnormalities. They also had routine laboratory work performed (cmp, urinalysis, cbc, prothrombin) along with an ECG. On (B)(6) 2015 the patient visited their hcp for low back pain, foot pain and bilateral leg pain. On (B)(6) 2015 the patient presented to their hcp with a headache, numbness of the legs, bilateral leg pain, and chronic low back pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Information received from a consumer reported that the consumer had spoken to a manufacturer representative (rep) and was told to call patient services and ask for the double stick adhesive. It was noted that the consumer was still doing the settings and stuff on the implantable neurostimulator (ins). The consumer was having a hard time charging it all the way; sometimes she couldn't get her system to charge all the way up. She was getting coupling boxes but then if she breathed she lost some or all of the boxes. If the consumer used the belt she didn't get any boxes. It was noted that the consumer still had back pain from the surgery and from before the surgery. The consumer usually lied very still and charged in bed. It was noted that she was still healing which the rep reviewed may play a factor as well. It was noted that the consumer had swelling. The antenna locate (al) feature was tried. The consumer was moving the antenna head around over the skin while in al. The consumer was able to start a successful recharging session with six coupling boxes; however, after a few moments coupling dropped down to two boxes. The consumer repositioned the antenna a little bit, hit the green start charge button, and was able to get six black coupling boxes. It was noted that the consumer had only one recharging session and it was hard to learn it all at that time. The rep had tried to explain things before the consumer actually had the equipment in hand. The consumer was to have another hands-on charging session again too. It was noted that the consumer had been keeping everything done and had been keeping her internal unit charged to 1/2 and 3/4 charge but it had been a pain to do so. Adhesive discs were ordered. Additional information received from a health care provider (hcp) via a consumer reported that there was difficulty with the battery and that it was mal-positioned. The consumer returned to her hcp's office on (B)(6) 2014 and reported that she was having concerns about her battery and difficulty charging it; it took up to three hours to charge. It was noted that a rep said it was out of position. It was noted that there was absolutely no threat to the skin whatsoever. The top of the ins was palpable but so was the bottom. There had been some fat atrophy which the hcp noted was not uncommon. It was noted that a rep was to meet with the consumer to interrogate the unit and see it there was any way to optimize this. On (B)(6) 2014, it was noted that there was a spinal cord stimulation battery malfunction and a revision was scheduled for (B)(6) 2014. It was noted that the consumer was happy with the pattern of stimulation, but had been having two issues with the ins. Her biggest complaint was trouble charging it, that it was very intermittent, and that it took too long to recharge. Additionally, when she sat down she felt the ins bulging and popping out. It was noted that there had been no wound and no thinning of the skin, but there was some thinning of the fat layer so the ins was more palpable. The ins was replaced with a non-rechargeable ins and the battery pocket was revised with an elevation of the flap. During the revision it was noted that the ins's anchoring suture was still in place. There was no evidence of infection. It was noted that the consumer tolerated the procedure well, the device was interrogated with satisfactory data, and she was neurologically intact postoperatively. At a follow-up appointment on (B)(6) 2015, it was noted that the consumer had done very well postoperatively and felt that the ins was in a good position. She was also happy with the level of stimulation. Her wound was well-healed and there was no evidence of any fluctuance/fat necrosis. The implant site was non-tender. The consumer was doing well from the standpoint of her scs. The issue occurred during use. The consumer's indication for use was noted to be non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the patient had lost a lot of weight, was very thin, and felt that the ins stuck out too far for comfort and appearance. It was noted that the ins was slightly tilted which made it somewhat difficult to recharge. The physician performed a great revision and the patient had been very happy since. If additional information is received, a follow-up report will be sent.